Event description:
It was reported patient had right primary hip on an unknown date. Subsequently. The patient underwent revision due to recurrent dislocations. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 00801803602, lot# 64102774, femoral head sterile product do not resterilize 12/14 taper. G2: foreign: australia. Visual examination of the provided pictures identified the explanted device but could not be used to confirm the complaint. Bio-debris is noted with extensive damage to the liner, likely from explant. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. These are undated and not bring submitted to mmi due to the inability to correlate the images with the allegation of dislocation. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.